Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (7500 mcg/ml) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. The patient reported that the pump popped out of the pump pouch ¿like 30 days after implant¿ so now the pump was at the perfect height to always bump into the counter.